Manufacturer narrative:
The reported event of inappropriate shock could not be confirmed. The reported event of backup vvi was confirmed. Analysis of device image found the device went into backup mode due to power-on-reset (por) from excessive charges. The stored egms were reviewed by tech services, and they confirmed the device behaved normally as programmed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usagea device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2023. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) had delivered several inappropriate shocks. After analysis, the ICD was discovered to be in backup operation and it could not be interrogated further. The physician decided to explant the device on (B)(6) 2023. During the explant procedure, it was noted that the ICD pocket was infected. The physician cleaned the pocket and implanted a new ICD during the same procedure. The patient's condition was stable and would continue to be monitored regularly.